Manufacturer narrative:
Investigation evaluation: the products said to be involved were returned in sealed pouches from the lot number provided in the report. The labels match the products returned. Photos were provided and reviewed. The first photo shows a pouch and the label matches that in the report. The second photo shows the wires bent/kinked inside the pouches. Our laboratory evaluation of the products said to be involved confirmed the report. The three sealed devices were returned with a kink in the wires near the corner of the pouches. These kinks were located around the middle/proximal portions of the wires. This may have resulted from shipping, handling, and/or storage. No other anomalies were detected with the devices. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned sealed devices and photos provided confirmed the report. A definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Prior to distribution, all savary-gilliard wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been a total of 4 reported occurrences of this nature during the time period reviewed. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
In preparation for an endoscopic procedure, the physician used a cook savary-gilliard wire guide. It was reported [that] customer had three unopened packages of this device where wire guide could be seen to be kinked without even opening the packages. The three sealed ones returned on 03oct2025 and kinks were observed in the middle and proximal end of devices. There was a fourth kinked device that was opened and "got stuck'. No further information is available per the customer. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.